Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the cause of power down is that the reset operation on the cp board occurred due to the effect of variations in the characteristics of the portable memory and the cp board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) reported from the user that during thoracoscopic lung resection procedure, the power of the subject device turned off. The user rebooted subject device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to report the correction of MFR report #8010047-2020-02419 which was submitted on april 30, 2020. This event occurred during thoracoscopic lung resection procedure, not during receipt inspection. So it was corrected b5, d10, h8. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that during receipt inspection of the subject device, the power of the subject device turned off. The user rebooted subject device and completed the procedure. There was no report of patient injury associated with the event.